Manufacturer narrative:
Visual and functional inspections were performed on the returned device. It was concluded that the proximal portion of the outer sheath was subject to a tensile event resulting in the stretching of the outer sheath and de-bonding of the outer sheath from the bifurcation luer. A review of critical manufacturing process steps indicated that this was not a manufacturing related issue. The operator reported that resistance was noted at the start of deployment, however, deployment proceeded despite the instructions for use (IFU) providing a specific warning against deploying a stent when resistance is met. Angiographic data were reviewed; the complex access to the target lesion using the outback device and lesion preparation were both evident, however the stent deployment procedure was not recorded. The elongated appearance of the deployed proximal stent crowns indicate that this region of the stent underwent a significant tensile event. However, as the deployment sequence of the stent was not recorded, it is not possible to identify why the tensile event might have occurred. A review of the lot history record identified no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This event was reported to veryan medical following the use of the ce marked biomimics 3d stent system in europe. It was reported that a partial stent deployment occurred following a difficult recanalization of a long heavily calcified sfa/popliteal occlusion using an ipsilateral approach. Following an unsuccessful initial attempt, the physician gained access using an outback re-entry device. There was difficulty advancing the biomimics 3d stent system across the target lesion. In order to facilitate dilation of the lesion, the biomimics 3d stent system was removed from the vasculature and the lesion dilated using a 3.0mm balloon. The biomimics 3d stent system was then re-flushed and re-introduced this time successfully accessing the target lesion. The duration between removal of the biomimics 3d device and re-insertion was reported to be no greater than ten minutes. Following standard preparation, the stent deployment procedure was initiated by retracting the outer sheath over the support shaft. Approximately 2cm of the stent deployed, although it was very difficult to retract the outer sheath. Further attempts at deploying the stent by retracting the outer sheath failed and the outer sheath detached from the bifurcation luer. An attempt to re-attach the sheath was unsuccessful and the stent would not deploy further. During further manipulation, the stent separated. The undeployed proximal section of the stent remained in the sheath and was retrieved safely. The entire tract, including the deployed stent portion, was then re-lined using viabahn covered stents. There were no patient complications reported.